Manufacturer narrative:
Evaluation summary: as returned, the leading threads on the instrument were found to be damaged. The strike surface on the instrument exhibits a number of impactions indicating the device has been used effectively a number of times over the potential field age of approx 3 years. In general, the leading threads become damaged from off-axis impactions sustained by the instrument. Off-axis or non-axial impactions can result in unintended loading condition for the threads. The increased stresses may exceed the material strength of the treads and become damaged as exhibited in the returned devices. With the info provided, exact cause of the reported issue cannot be determined with certainty. Device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected.

Event description:
It was reported that the threads of cup positioner were defective.